Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a left bundle branch area pacing, when attempting to place the right ventricular (rv) lead, placement was changed and after second placement attempt micro dislodgement was observed. It was rotated twenty times and screwed about 5 mm. On attempting to change location ventricular tachycardia (vt) occurred. An increase in st elevation myocardial infarction was confirmed and an acute coronary event occurred. The patient experienced palpitations with chest discomfort. A coronary angiogram (cag) procedure was completed and when the contrast was pooling, damage to the coronary septal branch was confirmed. The rv lead was placed in a different location. Another cag was performed and a septal hematoma was confirmed. However, v1st was not observed and the patient was being monitored. Rv lead parameters were also acceptable and remains in use. No further patient complications have been reported as a result of this event.